Event description:
During the placement of a right ij line, on a 32 year old male in a critical care unit, the physician advanced the wire through the needle which got stuck at 1/2 the length of the wire. The wire could not be advanced further and the needle could not be withdrawn therefore the two had to be removed togetheter. As a result of this situation, the patient had to have another line introduceddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, other, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.